Event description:
Pt experiencing significant weight loss since implant. Pt is also experiencing what appears to be dystonia in left arm during stimulation. The physician indicated that the event could be caused by some type of "short circuit" or "stimulation coming directly from the generator case." The pt's symptoms subsided after the device was turned off (02/2001).